Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 22-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, one day after essure insertion, she experienced back pain (seriousness criterion medically important), adnexa uteri pain ("pain on the right at the ovary"), dyspareunia ("sexual intercourse with pain in my lower abdomen"), coital bleeding ("bleeding during sexual intercourse"), acne ("white pimples on my face"), fatigue ("unexplainable severe fatigue every day - more fatigue due to lack of diagnosis"), alopecia ("hair loss"), madarosis ("eyelash loss"), arthralgia ("muscle and joint pain"), neck pain ("neck pain which regularly causes headaches"), headache ("regularly causes headaches"), paraesthesia ("tingling in my hands which is very bad when I have to carry a heavy object") and tendonitis ("tendinitis in my arm"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. No causality assessment was received for essure with regard to adnexa uteri pain, coital bleeding, dyspareunia, acne, fatigue, alopecia, madarosis, arthralgia, back pain, neck pain, headache, paraesthesia or tendonitis. The reporter commented: patient¿s current status: doctor hopping, misunderstood by carers, more fatigue due to lack of diagnosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 22-dec-2023. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, one day after essure insertion, she experienced back pain (seriousness criterion medically important), adnexa uteri pain ("pain on the right at the ovary"), dyspareunia ("sexual intercourse with pain in my lower abdomen"), coital bleeding ("bleeding during sexual intercourse"), acne ("white pimples on my face"), fatigue ("unexplainable severe fatigue every day - more fatigue due to lack of diagnosis"), alopecia ("hair loss"), madarosis ("eyelash loss"), arthralgia ("muscle and joint pain"), neck pain ("neck pain which regularly causes headaches"), headache ("regularly causes headaches"), paraesthesia ("tingling in my hands which is very bad when I have to carry a heavy object") and tendonitis ("tendinitis in my arm"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. No causality assessment was received for essure with regard to adnexa uteri pain, coital bleeding, dyspareunia, acne, fatigue, alopecia, madarosis, arthralgia, back pain, neck pain, headache, paraesthesia or tendonitis. The reporter commented: patient¿s current status: doctor hopping, misunderstood by carers, more fatigue due to lack of diagnosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.